Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced extreme pain. Treatment provided for these conditions include surgical revision.

Manufacturer narrative:
Additional information: a4, d8, g1, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced pain, recurrence, adhesions, and small bowel obstruction. Post-operative patient treatment included revision surgery and lysis of incarcerated small bowel and omentum adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical hernia. It was reported that after implant, the patient experienced extreme pain. Treatment provided for these conditions include surgical revision. The product had been used with an unknown titanium tacking device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.